Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip had foreign matter inside the syringe. This was discovered during use. The following information was provided by the initial reporter: material no.: 309657 batch no.: 82556226. It was reported that a dark colored hair was found inside the syringe. Description of issue: customer reported there was a small dark colored thick hair width 1mm length fiber in her syringe when she filled it with insulin on (B)(6) 2019 . Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. No further follow up is required.